Event description:
It was reported that the bolus vol is out of specification. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The pump programmed patient controlled analgesic (pca) dose 20 ml and was received 20.1 ml within range of specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump preventatively replaced the expulsor, valves, and motor.